Event description:
It was reported that there were concerns of a premature battery depletion(pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Data analysis was performed, and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The s-ICD device remains in service. No adverse patient effects were reported.